Manufacturer narrative:
.

Event description:
It was originally reported the patient has replacement surgery on (B)(6) 2016 due to battery depletion. The device was sent back for product analysis where it was identified that there was not an end of service condition. Attempts were then made to the physician on why the patient was actually referred to surgery for which the answer was high impedance. It is known that the generator was explanted, but it is not known if the lead was also explanted. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was later reported by the physician that the high impedance was initially observed on (B)(6) 2016. It was also reported the lead was explanted on the same date the generator was explanted; (B)(6) 2016. Attempts were made for the lead product; however, it was stated the lead had been discarded and cannot be returned for analysis to the manufacturer.